Manufacturer narrative:
(B)(4). Batch # j5gu5v. The analysis results showed that the tx60g device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open bowel resection procedure, the surgeon reported to the charge nurse that the stapler did not fire "all the way". Staples were deployed, but not formed. At this time, I do not have further information. A different device was used to complete the procedure. There were no adverse consequences for the patient.